Event description:
Information was received indicating that a smiths cadd-legacy® plus pump issued an alarm after attaching the cassette to the pump when the patient noticed it was attached too loosely. There was no reported serious injury to the patient.